Event description:
It was reported that the customer was experiencing issues with the sensors. Customer stated that she changed sensor and experienced some lows during the night. Customer's blood glucose in the morning was 268 mg/dl and sensor reading was 268 mg/dl around 10 am sensor reading was 218 mg/dl and next blood glucose reading was 144 mg/dl. Customer stated that the sensor was acting up and wanted her to suspend and reading was 48 mg/dl. In the afternoon, customer reported that she felt her blood glucose was high. Customer's blood glucose was 398 mg/dl and sensor glucose was 191 mg/dl. Troubleshooting was done. It was found one kinked cannula. Advised the customer the sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.